Event description:
It was reported difficult deflation was encountered following the fourth inflation at 10 atmospheres during a subclavian artery dilatation procedure. Attempts to deflate the balloon utilizing a syring were unsuccessful. A needle was inserted percutaneously to puncture and deflate the balloon. Uneventful removal of the balloon catheter followed. Another balloon catheter was used to successfully complete the procedure. The pt's condition is good. This device was rec'd and is currently being evaluated by this MFR. Upon completion of the engineering eval, a supplemental medwatch will be forwarded under the appropriate sequence number. At this time, co is unable to determine the cause for this event.